Manufacturer narrative:
The valve was not patent and did not pass leak testing due to a large tear on the bottom of the delta chamber. All further testing was precluded due to the damaged condition of the valve. The instructions for use that accompanies the valves caution that care should be taken in handling the valves, as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that the delta chamber of the valve was broken.